Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating that the device is displaying a speaker malfunction inop with confirmed no sound. The device was not in use.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was previously provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that there was a speaker malfunction. The customer confirmed that no sound was produced. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.